Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubble were noted in the luer lock multiple times over the last month. The customer reported blood glucose levels were above (200 mg/dl). However, the exact values were not provided. The customer would change supplies and resumed insulin delivery. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.